Event description:
Procedure type: "hip-total implantation because of a cox arthrosis". According to the reporter: there was a "development of a deep infection with infect of the endo prosthetic materials. Two revision surgeries were necessary with an exchange of all inlays."

Manufacturer narrative:
Initial report sent: 04/25/2008.